Event description:
The customer alleges that the unit is not heating.

Manufacturer narrative:
(B)(4). A device history record (DHR) was performed and there were no issues found that could relate to the reported complaint. There were no problems or malfunctions reported during the production process. The heater was tested and found to be within specification. The estimated age of the heater is approximately 158 days. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the unit is not heating.

Manufacturer narrative:
(B)(4). Product usage when the alleged defect was encountered is unknown. The device sample was not returned for evaluation at the time of this report.